Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one trifusion t/l catheter was returned for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported catheter fracture as a portion of the split was noted under a region of tissue cuff which appeared to be detaching from the catheter. Also, confirming the reported leakage issue as no leak was noted at y-body but a leak was noted on the longitudinal split. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(method). H11: h6(device, result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two months post catheter placement on right side upper chest internal jugular, the catheter allegedly leaked where the catheter and clave connect during the flushing. It was further reported that another catheter at gray clave allegedly leaked during the flushing and catheter end was broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post catheter placement on right side upper chest internal jugular, the catheter allegedly leaked where the catheter and clave connect during the flushing. It was further reported that another catheter at gray clave allegedly leaked during the flushing and catheter end was broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post catheter placement on right side upper chest ij, the catheter allegedly leaked where the catheter and clave connect during the flushing. It was further reported that another catheter at gray clave also allegedly leaked during the flushing time. There was no reported patient injury.